Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photo submitted for evaluation. The reported issue was confirmed upon inspection of the photo since it clearly shows the damaged septum. Bd was not able to determine the root cause of the failure since the sample was not provided. DHR could not be performed due to unknown lot#.

Event description:
It was reported that bd q-syte luer access split septum contained air bubbles and had was deformed. The following information was provided by the initial reporter: "during the connection of a patient wearing the catheter: removal of the lock and rinsing of the lines without any problem. However, when connecting to the generator, low blood pressure alarm: no bent lines and a little air rising in the arterial lines. The ide decides to check the lines from the catheter to the patient by flushing and there I notice that the q-syte valve is defective. "

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that bd q-syte luer access split septum contained air bubbles and had was deformed. The following information was provided by the initial reporter: "during the connection of a patient wearing the catheter: removal of the lock and rinsing of the lines without any problem. However, when connecting to the generator, low blood pressure alarm: no bent lines and a little air rising in the arterial lines. The ide decides to check the lines from the catheter to the patient by flushing and there I notice that the q-syte valve is defective."